Event description:
Customer called from school to report the pump lost the programming and heard different alarms. Troubleshooting was performed which was interrupted with an alarm during the testing. Customer denies pump being dropped or exposed to moisture.